Manufacturer narrative:
Product complaint#: (B)(4). Date sent to the FDA: 08/02/2021.   A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: weight, bmi at the time of index procedure were any concomitant procedures performed? Onset date/time of the pain from surgery location and character of the pain? Is there any specific activity that precipitated the pain or eased the pain? What medical intervention was given for the pain management? Results? If reoperation was performed please provide date and surgical findings what is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). (B)(4).   Lot number provided 15934-13 is not valid in quality database. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. If in your possession, may we have a copy of your operative report? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide your surgeon¿s name, contact information and sign release of medical information form attached.

Event description:
It was reported that a patient underwent a hernia repair on an unknown date and the mesh was implanted. It was reported that the patient has had problems with the device since it was implanted. It was reported that immediately the patient had tingling down the left leg and had to do pain management with continuous steroid injections. It was reported that the patient had the nerve cauterized and testicle removed. It was reported that the patient feels like there is a knot where the mesh is and it is very uncomfortable. Additional information was requested.